Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a one-time battery measurements issue that caused the battery longevity status bar to be gray, indicating low battery voltage with question marks. Battery measurements are normal, and the device appears to be working as intended. The device remains in use. No patient complications have been reported as a result of this event.